Event description:
It was reported that the pump quick bolus and wake button were difficult to press, requiring multiple attempts to turn on the pump screen. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting from technical support.